Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation device, weight to the spec and creases fold. Voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis this is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side "necrosis". The device has been explanted.